Manufacturer narrative:
The integrated electrosurgical unit (iesu) was tested on a surgeon side console and run in normal mode. The measurement value for high frequency was too small. There was c-54 error at startup and c-34 error on mono cut/bipolar coag activation. The c-34 and c-54 errors were also confirmed in the logs.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the errors on the generator. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. After replacement, the fse confirmed dual pad setup and successful energy activation on all ports. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was an activation interruption on the erbe generator due to errors c-34 and c-54. The technical support engineer (tse) reviewed the system logs and confirmed error c-34 and c-54. The customer explained the erbe faults whenever the surgeon attempts to activate bipolar or monopolar energy. Prior to calling, the customer tried replacing the energy cords and power cycling the erbe generator with no change. The tse had the customer reboot the erbe and the erbe powered back on with error c-00. At that time, the customer informed they were talking to their representative and ended the call. There was no report of patient harm.